Manufacturer narrative:
(B)(4). The patient stated that after realizing the patient line was disconnected, they reconnected themself to the patient line. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. A use error reportedly occurred after the disconnection/leak: the patient reconnected themself to the potentially contaminated line and gave no indication that the proper procedure was followed. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient line became disconnected and leaked onto the patients clothing. This event was reported to have occurred during use; the patient was connected during initial drain. The line was lying on the floor. The technical service representative had the patient close all the clamps. The technical service representative assisted with ending therapy early procedure. There was patient involvement but there was no patient injury or medical intervention associated with this event.